Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner did not insert into the shell. The surgery was finished with a backup product. It was found that the ring was bent. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection there is no damage to the inside radius of the shell. The liner shows witness marks on the outer diameter. The lock ring is bent and twisted. Dimensional measurements of the locking ring as measured were conforming to the device print specifications. Review of the DHR indicates 100% inspection of the outer diameter of the liner and all the devices pass the ring function and assembly. Device condition was likely conforming when it left zimmer biomet control as there is no evidence that states otherwise. DHR was reviewed and no discrepancies were found. Investigation results concluded that the most likely cause of the event is due to misalignment of the liner during the liner insertion, this is indicated by the witness marks on the o.d. Of the liner. The reason for misalignment occurred is not known with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.